Manufacturer narrative:
The actual device was discarded; however, a video of the sample was provided for evaluation. Visual inspection of the provided video found external fluid leakage from the connection between the effluent pod and the pre-pump effluent line. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak at the top of the filter was observed on a prismaflex st150 set during priming. An air in filter alarm was rejiggered by the control unit. A new set was used to perform treatment. There was no patient involvement. No additional information is available.